Event description:
The customer reports that the stapler jammed causing her to put in a second staple. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was requested but not received at the time of this report. The results of the investigation are not available at the time of this report.